Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen via an implantable pump. The indication for use was spinal pain indications. The healthcare provider reported that on (B)(6) 2024 the patient had an MRI and did not have pump checked afterwards. Today, the patient presented for routine appointment and a stall was seen on (B)(6) 2024 with tube set error 48 hours after. The agent had the healthcare provider interrogate the pump again with logs and a recovery appeared. No symptom change, and no alarm reported. The agent reviewed this was telemetry state and the issue was resolved.